Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2010. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is: I don't know it. My model number is: I don't know this either. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6), 2011. This is a list of my side effects and symptoms that I have experienced due to essure: numbness is hands and feet, weight gain, irregular menstrual cycles (taking bc pills to regulate menstrual cycle), pcos andamp; now I'm taking synthroid for an under active thyroid. I have been seen by 1 doctors. I have been diagnosed with the following conditions: pcos and; hypothyroidism. I have had the following surgeries due to essure: none the device is still inside of me as of today ((B)(6) 2014).